Event description:
The following notes are from the surgeon's history and physical. He underwent a sphincter last summer. It worked beautifully. Recently, while lifting a heavy couch, he all of a sudden developed severe leaking ever since that event. Cystoscopy revealed that the sphincter did not appear to coapt properly, and in fact, it did not really cycle normally, and I suspect he developed a leak at that time. He comes in now for revision of the artificial sphincter. The following is from the operative note: "I then traced the tubing. I found the connection points of both the pump to reservoir and pump to cuff tubing and traced the tubing down as far as I could. Clearly, the ams connectors were intact and there was no sign of any catheter disruption. I further traced the tubing down to the pump, which I then everted into the wound. The pump still appeared to fill with a slight dimple. There did not appear to be a leak in the pump tubing or the connection site when I did cycle the device. However, as I mentioned the pump did not seem to fill like it normally should. I then traced the tubing down to the reservoir. I then rubber shodded both sides and aspirated fluid from the reservoir. Interestingly, there was really no fluid that came out of the reservoir indicating there clearly was a fluid leak somewhere in the system. I then removed the reservoir from its pocket. I then inflated the reservoir and the hole did not appear to be in the reservoir. At this point, I felt the most likely problem was an obvious fluid leak either from somewhere in the tubing or more likely at the cuff site. That was additionally the most likely site of the leaking. Therefore, I removed everything except the tubing going to the cuff, since I felt the whole system would likely need replacing. The operative findings were a fluid leak, probably from the cuff. The patient tolerated the procedure well and was discharged home the following day.